Event description:
Cardiac vascular intervention case due to blockage and atherosclerosis of the proximal left circumflex. A bmw 0.014 wire was used to cross the proximal stenosis and the elca catheter successfully made one pass through the occlusion. Upon attempting a second pass through the occlusion the physician met resistance, the physician then began to apply more force and the catheter suddenly made progress through the lesion causing the perforation. The perforation was ballooned and stented successfully. The patient survived intervention.